Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Unable to verify failed battery test due to button/keypad anomaly. Pump received with cracked reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 260 mg/dl. The customer stated that the up arrow button when released the number began to ramp. The customer stated she may have experienced perspiration since work at summer camp but not submerged. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.